Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The following fields were updated: d9, h2, h3, and h6. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty relay board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported during a transurethral resection of the prostate therapeutic procedure, the generator started sending error code e433. The surgery was prolonged with no adverse health consequences and no patient harm. The procedure was completed with an olympus back-up device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.